Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a definitive cause for the inflation issue and leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous, moderately calcified de novo left superior femoral artery. Once the 3.0x100mm armada 18 was at the lesion it failed to inflate when pressure was added. The armada failed to hold pressure and another armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.